Manufacturer narrative:
Device evaluation: a visual and tactile inspection was performed. No damages noted on the luer and shaft. The balloon was used and bloodstained. A wrinkled area was noted on the balloon at 18 cm form the proximal welding. The guide wire lumen was flushed and it was possible to insert the 0,018¿¿ guide wire without any resistance. The purging procedure was performed with no issues. The balloon was inflated at 1 bar and its profile resulted deformed in the point of twisting. The deformation disappeared increasing the inflating pressure over 4 bar. It was possible to note several deformations on the guidewire tube (at 10cm, 14cm, 18cm, 22cm), nevertheless, as described, it is possible to observe a single point of twist/deformation of the balloon surface. No further issues found. (B)(4) - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Evaluation conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Event description:
The patient who has 99% stenosis on left sfa with lesion length of 270mm and was enrolled to balloon angioplasty operation. The physician passed nearly occluded sfa artery using subintimal technique. After that he wanted to perform pre-dilatation with a pacific xtreme balloon catheter. But middle part of the balloon catheter did not inflate. The device was inflated only at the lesion site for pre-dilatation. The device was repositioned before balloon inflation. Although the catheter reached the nominal pressure, dilation could not be achieved at the medium segment. The same results were observed with 2nd and 3rd inflation. After several attempts, the procedure completed with another same size and same brand balloon catheter. There was no injury to patient or clinical sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.